Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  is suspected of depleting faster than expected. The ICD remains in use. The patient was a participant in the (B)(6) study until recently. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: continued 4076 implantable pacing lead (B)(6) 2005; 4193 implantable pacing lead (B)(6) 2005. (B)(4).